Event description:
Port "blew out" in CT during CT. Injecting contrast through blunt cannula. States they do not use a pressure injector. They used a syringe to inject the contrast. No pt. Injury reported.